Event description:
It was reported that the pump time was incorrect, customer did not attribute incorrect time to a pump malfunction. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. The customer consumed carbohydrates to address their bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.